Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. Momentary squeeze (ms) pump passed visual inspection, leakage and functional tests. Spherical reservoir had wear at a fold in reservoir shell. Spherical reservoir passed leakage test. Additionally, the reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented infection. The ipp was explanted. There is no additional information reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented infection. The ipp was explanted. There is no additional information reported.